Event description:
Customer called stating the lancet protrudes from the device. No adverse event reported. No treatment required. Request was made for the return of the device and a replacement was sent.